Manufacturer narrative:
Other, other text: evaluation of device: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. The top case was chipped and cracked. There was a check clutch error in the event history. A flow test was performed. The customer reported product problem (motor failure) was replicated during testing. The issue occurred because the position pot was not plugged into main board. This resulted from damage to the device (the case was damaged). User issue was identified as the root cause. The investigator plugged the position pot into main board. The investigator also replaced the following components: damaged top case, barrel guide, right/left plunger cases, and worn barrel tapered spring. The v6 software and manufacturers configuration ID 1a12 was also installed. The battery was also replaced due to the low lmd value (2012). The pump was then cleaned, greased, and calibrated. The device subsequently passed functional testing.

Event description:
It was reported that the pump on the medfusion was not running. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
It was reported that the pump on the medfusion was not running. No patient injury or complications were reported in relation to this event. Additional information was received on 06-july-2020 indicating that there was no patient injury.